Event description:
Information received from the field does not address the patient's clinical status but notes oversensing of the t-wave. The device was initially reprogrammed, but the oversensing was recorded again in august and november of 2005.